Manufacturer narrative:
This report is being submitted due to a retrospective review conducted under (B)(4). Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Device evaluation by manufacturer: the field service engineer (fse) was dispatched on (B)(6) 2015. The fse replaced the injector seal and stator face for high pressure. And tested the pressure. The g8 was working as intended. No further action required by fse. The probable cause of the event was related to the rotor seal and stator face.

Event description:
On (B)(6) 2015 a customer reported blockage before the filter and high pressure with their g8 analyzer. The customer was unable to run samples and requested service to address the reported event. A field service engineer (fse) was dispatched to address the reported event, which resulted in delay reporting hba1c patient results. There was no indication of any patient intervention or adverse event consequence due to the delay of reporting patient results.